Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead is not sensing p waves. The ra and right ventricular (rv) leads were found to have dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.